Manufacturer narrative:
Please reference related manufacturer report #: 2015691-2015-03392.

Manufacturer narrative:
(B)(4). There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, patient and procedural factors appear to have contributed to this event. Per report, one of the sapien xt leaflets was pinned back by the stiff guidewire. In addition, although the valve was deployed in the recommended position of [50:50] within the annulus, there was severe native leaflet overhang following valve deployment causing aortic insufficiency. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During transapical tavr procedure following valve deployment, tee showed moderate paravalvular leak with severe leaflet overhang; the extra stiff wire was holding one of the thv leaflets open. Due to the pvl, it was decided to post-dilated valve with +2cc. After post-dilation the pvl did not improve. The wire and delivery system were pulled back which allowed proper thv leaflet function, however, there was still moderate pvl and severe leaflet overhang. The physicians decided it was appropriate to prep a second valve more aortic to help with pvl and leaflet overhang. A second 23mm sapien xt valve was prepped with an ascendra + delivery system (nominal prep), positioned 50:50 to the top of the first implanted valve and deployed 90:10 aortic ventricular (intended position for this valve. Post valve deployment, tee showed a final pvl of mild with no leaflet overhang. The patient remained stable throughout the procedure. This is one of two reports being submitted for this case. Nothing out of the ordinary was observed prior to case regarding this patient's native leaflets. It wasn't until the physician deployed the first valve that severe leaflet overhang was noticed. There was no annular calcification and mild native leaflet calcification. Stj calcification was severe. The patient had an 60% ef.